Event description:
A hosp in (B) (6) reported via our distributor that a fire occurred in a set-up which included the bc060 single-heated breathing circuit, mr850 respiratory humidifier, mr290 humidification chamber and (B) (4) temperature/flow probe. Fisher & paykel healthcare immediately raised an inquiry to obtain pertinent details in respect of the circumstances surrounding the incident and to seek confirmation of the pt's consequence. This process is currently underway.

Manufacturer narrative:
(B) (4). Fisher & paykel healthcare has requested the urgent return of the medical devices and accessories associated with this incident to commence our root cause investigation. In order to further assist in our analysis, we have also made further inquiry in respect of the circumstances surrounding the event, equipment set-up and usage. We are still collating relevant info at this stage of our investigation. We will provide a follow-up report outlining our analysis of the incident following receipt of the devices and completion of the investigation.